Event description:
Initial reporter indicated that when their hp handheld computer was turned on, it would display "vns therapy error sgl statement select." The programming software on the hp handheld computer was 7.1. The hp handheld and the 7.1 programming software were returned for analysis. An analysis was performed in the 7.1 programming software showing that the cyberonics70.cdb database was also corrupt giving the indication that the cyberonics.dcb database in the v7.0 software was most likely corrupt prior to the v7.1 upgrade. 7.1 software analysis is addressed on medwatch MDR report number: 1644487-2007-00933.